Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6). -surgeon's name: unknown. Product code : 10164 quantity 2 , lot a15 and a6109. Date of initial surgery : (B)(6) 2018. -surgery description : fracture treatment. Patient's information : 9 year-old. Problem observed during : clinical use on patient/intraoperative. Type of problem : device functional problem. -event description : "fixateur externe posé le 08/01 chez un enfant de 9 ans et dont les fiches ont cassé. Il devait repasser au bloc mais intervention avancée afin d'enlever les fiches bloquées dans le patient et remettre un nouveau fixateur externe". "External fixator was implanted by (B)(6) 2018 to a 9 year old child. Screws have broken. He was to go to surgery block again but it was anticipated in order to take out broken screws in patient. A new external fixator was implanted." The complaint report form also indicates: -there were no adverse effects on patient. -the initial surgery was not completed with the device. -a replacement device was immediately available to complete surgery. -the event led to a clinically relevant increas in the duration of the surgical. Procedure: on (B)(6) 2018 a new surgery was performed to replace fixator. A medical intervention (outpatient clinic) was not required. Copies of operative reports and x-ray images are not available. -patient current health conditions: not available. Orthofix srl received from the distributor discordant data on this event. Below are reported only the last correct information provided. On july 12, 2018 orthofix srl received from the distributor a copy of the hospital materiovigilance notification (hospital internal reference (B)(4)). On july 20, 2018 orthofix srl received from the distributor the following information/confirmation: - the original operation was on (B)(6) 2018, and the patient was 9 year old - a second surgery had been planned, but it was brought forward because of the broken screws. On august 21, 2018 orthofix srl received from the distributor the following information: - patient is 30 kg and 1,35 m. - bone involved: right tibia. - screws broke on (B)(6) 2018; there is no element in report which deals about a fall or another. - second surgery was performed on (B)(6) 2018. - patient is in good health, fixator was removed on (B)(6) 2018. (B)(4). Please kindly refer also to MFR report number 9680825-2018-00056.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 10164 batch a15, before the market release. No anomalies have been found. The original lot, manufactured in 2002, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received in regards to this specific device lot. Orthofix srl checked the internal records related to the controls made on the device code 10164 batch a6109, before the market release. No anomalies have been found. The original lot, manufactured in 2004, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received in regards to this specific device lot. Technical evaluation: the returned devices, received on june 25th, 2018 were examined by orthofix srl quality engineering department. The devices were subjected to visual and dimensional check as per orthofix srl specification. The visual check confirmed that the screws are broken. The dimensional check confirmed that the broken screws are conforming to orthofix specifications. A functional check on the returned screws was not possible as the devices are broken and therefore not functioning. The devices were then sent to an external laboratory for the raw material check and the failure analysis. From the results of the technical evaluation, it was confirmed the devices conformity to design specification. Both screws failed due to reverse bending fatigue failure. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed: "what we are now told is that the patient was a 9 year old female who was 30 kg weight and 1.35 m tall. The screws were discovered to be broken on (B)(6), so a second operation was carried out on (B)(6). The fixator was removed on (B)(6) and apparently all is well. Two 6/5 mm bone screws were inserted into the right tibia of a 9 year old patient. Apparently they broke from reverse bending fatigue after being implanted for just 48 days. There is no suggestion of a torsional component to the configuration of the screw matrix. I note that both screws broke very close to the thread / shank junction. This suggests that the screws were inserted correctly, with only 1 - 2 threads exposed from the first cortex. This also suggests that the screws were inserted into the proximal metaphysis, because the thread lengths were 40 mm. This is very unusual, and I cannot remember another case where these 6/5 mm threaded screws broke after such a short time in such a light patient. I can only suggest that the patient must have been very active during those 7 weeks to produce sufficient moderate loading to produce fatigue failure". Final comments: from the results of the technical evaluation, it was confirmed the devices conformity to design specification. Both screws failed due to reverse bending fatigue failure. A complete medical evaluation was not performed as discordant information on the event was provided over the time and because the x-rays of the case were not made available. Based on the results of the technical evaluation, which confirmed the devices conformity to specification, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is attributable to a reverse bending fatigue fracture. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2018-00056. [(B)(4)_FDA medwatch cover letter_follow up 1.pdf].

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 10164, batch a15, before the market release. No anomalies have been found. The original lot, manufactured in 2002, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received in regards to this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code 10164, batch a6109, before the market release. No anomalies have been found. The original lot, manufactured in 2004, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received in regards to this specific device lot. Technical evaluation: the technical evaluation on the returned devices, received on june 25, 2018 has been performed. Orthofix (B)(4) is waiting to receive further details on the event to finalize the investigation. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation, become available. Orthofix (B)(4) has requested further information on the event, i.e. Clarification of the event description, age of patient, weight and height of patient, bone involved, date of original fixator application, date of screw breakage, circumstances of breakage, -date of second surgery, current condition of the patient. This information has not yet made available. Orthofix (B)(4) is strictly in contact with the local distributor to collect the correct information regarding the event. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon's name: dr. (B)(6); product code: 10164 quantity 2 , lot a15 and lot a6109; date of initial surgery: (B)(6) 2018; surgery description: fracture treatment; patient's information: not available; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: external fixator was implanted by (B)(6) 2018 to a (B)(6) year old child. Screws have broken. He was to go to surgery block again but it was anticipated in order to take out broken screws in patient. A new external fixator was implanted. The complaint report form also indicates: there were no adverse effects on patient; the initial surgery was not completed with the device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure: on (B)(6) 2018 a new surgery was performed to replace fixator; a medical intervention (outpatient clinic) was not required; copies of operative reports and x-ray images are not available; patient current health conditions: not available. On june 25, 2018 the local distributor informed that it is likely the information provided on the event is not completely correct. The event description is currently under revision by the customer and will be forwarded to orthofix (B)(4) as soon as available. On july 12, 2018 orthofix (B)(4) received from the distributor a copy of the hospital materiovigilance notification (hospital internal reference (B)(4)). Please kindly refer also to MFR report number 9680825-2018-00056.